Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the device recorded eri (elective replacement indicator) on (B)(6) 2010 approximately 24 months after implant. During preliminary analysis, the battery was at rrt (recommended replacement time) with a telemetered value of 2.58 volts. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 38 months before the battery reached rrt level. Further analysis confirmed a high current drain condition. Electrical analysis found that the high current drain in the hybrid was due to excess dc leakage in a capacitor. X-ray inspection showed evidence of a misaligned cut in the capacitor.

Event description:
It is reported that the elective replacement indicator triggered on the device and it only lasted two years. It is also reported that wireless transmission failed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the device recorded eri on (B)(6) 2010 approximately 24 months after implant.